Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. Customer's blood glucose (bg) level was 363 mg/dl. The customer was able to load a new cartridge successfully and indicated a correction bolus would be delivered to address bg levels.